Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The suture needle detached.

Manufacturer narrative:
Samples received: 65 unopened and 1 open pouches. Analysis and results: there are previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. Received 65 closed and 1 open sample with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. A rotation test was performed on the closed samples received, it was noticed that the thread breaks easily next to the needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread to burn and break easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the closed samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.